Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the handle split from the sheath and did not peel away smoothly. It was noted that the operator managed to split with forceps. No patient complications have been reported as a result of this event.